Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2015. The original surgery was dated (B)(6) 2014. The revision surgery was due to patient pain. In the revision, the 4x 2mm tibial insert, the size 4 tibial tray and the retaining bolt were removed when the doctor noticed implant loosening. The components were replaced with a 4x 20mm tibial insert, a modular baseplate, a modular tibia retaining bolt, several augments and a tibial base.